Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the clip was stuck during usage on the patient which caused the clip not to be uploaded into the applier.

Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73f1900572 was manufactured on 06/19/2019 a total of (B)(4) pieces. Lot was released on 06/28/2019. DHR investigation did not show issues related to complaint. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without mag nification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. The sample appears used as there is biological material present on the device. Reference file (B)(4) for investigation photos. First, the trigger cycle was completed. Functional inspection was performed on the returned device. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load as it didn't latch onto the bottom jaw. Biological material was manually removed from both jaws and another attempt was made to fire the device. The next two clips were also unable to properly load into the jaws. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that both jaws were bent in the same direction. Additionally, the pivot holes on the channel were damaged due to the jaws being bent. The uniform bend to the jaws indicates that there was a significant side load applied to the jaws that caused them to bend. The sample was returned with 9 clips remaining in the channel, indicating that 6 clips were fired by the end user. The bent jaws prevented the clips from properly loading. Therefore, based upon the observed damage, unintentional user error caused or contributed to this event. Reference file (B)(4) for investigation photos. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that unintentional user error caused or contributed to this event. The reported complaint of "clip stuck in applier" was confirmed based upon the sample received. Both jaws were bent in the same direction which indicates that there was a significant side load applied to the jaws that caused them to bend. The bent jaws prevented the clips from properly loading. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. Therefore, based upon the observed damage, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend reports of this nature.

Event description:
It was reported that the clip was stuck during usage on the patient which caused the clip not to be uploaded into the applier.